Event description:
It was reported that three rx promus stents were implanted on (B)(6) 2011. A 2.25 x 18 rx promus stent was implanted in the 1st diagonal, a 2.25 x 28 rx promus stent was implanted in the left anterior descending artery (lad) and a 3.0 x 12 rx promus stent was implanted in the left circumflex (lcx). Reportedly, iodine injection caused kidney failure. The patient is not satisfied with the stents. On (B)(6) 2012, the patient had triple bypass performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus 2.25 x 18 mm and promus 2.25 x 28 mm referenced are being filed under separate medwatch reports. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.